Event description:
Due diligence has been completed. No additional information was obtained. No device was returned for evaluation. Therefore, the reported condition could not be confirmed. A device history review of serial number (B)(6) was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: customer reported: pump gave "service needed" error and stopped infusing the norepinephrine. Infusion was moved to a different pump. Near miss - reach, no harm. Waiting for mayo staff to confirm serial # of pump. Additional information reported: this one appears to have been resolved in the shop by further cleaning - clearing the "pump problem". A preliminary review identified the following issue: infusion stopped. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.